Manufacturer narrative:
H10, h3, h6: one 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was returned separated from the device. The depth limiter was returned trimmed and attached to the needle. T1 was cut or torn from the suture. T2 and suture were returned attached to each other but not the device. The needle itself was bowed slightly and twisted toward the left. The actuator lever was found in the forward position. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, DHR, complaint history, instructions for use, risk management, material assessment and technique guides (as applicable). No indication suggests product did not meet specifications upon release for distribution.

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the "ultra fast-fix" pulled out and could not be secured into the meniscus. In consequence, both ts implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.